Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported had a 5.5 pump placed to support the patient having coronary artery bypass grafting x2 grafts in the operating room. The pump was supporting when there was new atrial fibrillation with rapid ventricular response the day after implant when being extubated. The pump remains on despite the arrhythmia. Patient survived.